Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal pain and tenderness. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Event description:
Additional information received indicated that the plaintiff experienced pelvic hematoma, mesh erosion, inflammation and mesh exposure.